Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was feeling week and thought the device was messing up. The patient was then advised to follow up with the physician. Attempts to obtain additional pertinent information was unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.